Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and two coils were returned for this complaint; the coils were stuck inside a non-bsc catheter. The introducer sheath was not returned. The fiber bundles of both coils had blood on them as well as inside the catheter. The pusher wire returned inside the catheter and it was found in a wrong position, it was loaded from the wrong side; besides, it had a kink near the distal tip. The coils were returned in good condition, however, they got stretched when they were removed from the catheter. The pusher wire was advanced through the catheter, but it was not possible to continue advancing it due to the main coils were stuck; it was necessary to cut the catheter in order to release the main coil. During the process the coil got stretched. Microscopic inspection of the pusher wire revealed that the proximal end has a smooth surface, the interlocking arm was inspected and no anomalies were noted and the distal section of the wire was kinked. The main coil was also inspected and the zap tip has a smooth surface and the main coil got stretched when it was removed from the catheter. Dimensional inspection revealed that there are missing fiber bundles.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that the coil was jammed and detached inside catheter. A 10mm/30cm interlock was selected for embolization. During the procedure, the coil was initially jammed and then detached inside a non-bsc catheter. The procedure was completed with another of same device. No patient complications reported. However, device analysis revealed that there were missing fiber bundles.